Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the manufacturer representative was having difficulty recharging and was having a hard time getting 2 coupling bars. The manufacturer representative was unable to attempt antenna locate because the patient was in the hospital for other health issues unrelated to the device or therapy. It was reported that the ins was ¿floating¿ a lot and was possibly flipped. The manufacturer representative planned to attempt to charge with another ins recharger before getting the patient an x-ray. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the patient had met with another rep on (B)(6) 2017, and they tried a different recharger. They were only able to obtain 2 coupling boxes even with the new recharger. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that a second recharged was used to rule out any external equipment issue. Two coupling boxes were obtained with the second recharger as well. The issue had not been resolved at the time of the report. No further complications are anticipated.